Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g4, g7, h10 trend analysis: no trend has been indentified. Event description: it was reported that the patient (pt-(B)(6) ), taking part in a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem, developed an infection after implantation of a revitan stem (18/200 mm distal part, 75mm proximal part) with a cocr head on -(B)(6). Review of received data: - surgical report, -(B)(6): periprosthetic femur fracture and fracture of the prosthetic stem. Surgical incision according to bauer. Removal of the head, the inlay, the loosened proximal and the distal stem components and removal of the cement. Insertion of two cerclage wires distally of the fracture site. Preparation and implantation of a 18/200 mm distal, curved revitan component and mounting of a 75mm trial proximal part. The x-ray control shows an anatomical position. Insertion of final proximal component in 10° anteversion. Reposition does not show luxation tendency. Lavage and insertion of two deep drainages. Surgical complication report (pt-ID 227), surgery performed on -(B)(6)2013: surgery performed on left side. - severe deep infection (< 6 weeks) of prosthesis, event date -(B)(6)2014, implant relation unknown, revision surgery with debridement and exchange of head and inlay. - severe deep infection (> 6 weeks) of prosthesis, event date -(B)(6)2014, implant relation unknown, removal of implants - surgical report, -(B)(6)2014: infection and inflammation following joint endoprosthesis. Surgical debridement with removal of affected tissue. Exchange of head. Incision through old scar. Upon opening a deep prosthesis infection is seen. Debridement. Display of the femoral stem and the attached cerclage wires which show loosening. Removal of the head and the cup. Debridement and jet-lavage with 3l solution. Insertion of a new insert and mounting of a new head. Two deep drainages and closure. - surgical report, -(B)(6)2014: complete removal of all implant components following confirmed infection. Opening, removal of all components and extensive debridement. Insertion of a spacer, insertion of one drainage and closure. - discharge letter: patient was stationary from -(B)(6)2013 to -(B)(6)2013 diagnosis: periprosthetic fracture htep left patient anamnesis: patient was brought in from a different hospital due to a periprosthetic fracture on the left (implantation 1994). No trauma, patient suddenly experienced pain in the left thigh after turning around in bed. The patient has pain already since one month in this area. Clinical examination showed pain upon pressure below the major trochanter. X-ray imaging showed a periprosthetic fracture left. Additional history: htep right 1992, ktep right 2005, ktep left 2009, coronary heart disease, bypass surgery 2010, arterial hypertension, transient ischemic attack, hyperlipidaemia, obesity, hypothyroidism, hyperuricaemia and aortic stenosis with aortic insufficiency therapy: surgery -(B)(6)2013 consisting of removal of the fractured prosthesis, implantation of a revitan stem and exchange of the inlay. Surgery without complications. Post-operative blood loss anaemia was treated with transfusions partial load for 6 weeks, flexion not above 70° and aro, rehabilitation x-ray imaging (-(B)(6)2013) showed an anatomic position (condition after stem revision left) devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: due to missing product identification (missing lot number) the quality records could neither be pulled nor reviewed. - sterilization certificate: due to missing product identification (missing lot number) the sterilization certificate could neither be pulled nor reviewed. Conclusion summary: it was reported that the patient developed a deep infection within 6 weeks following implantation of a revitan stem (18/200 mm distal part, 75mm proximal part) with a cocr head on -(B)(6). The reported event can be confirmed based on the provided surgical reports. The lot numbers of the affected products are unknown. Therefore, the quality records including the sterilization certificates of the affected products could neither be pulled nor reviewed. Additionally, no products were received for investigation. Due to the missing products and the missing product identifications we were not able to conduct an in-depth investigation. Therefore, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp--(B)(4). The following reports are associated with this event: 0009613350-2019-00730-1, 0009613350-2019-00729-1.

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical product: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; catalog no#: 0100402075; lot#: unknown. Revitan, distal part, curved, uncemented, 18/200; catalog no#: 0100406218; lot#: unknown. Therapy date: (B)(6) 2014. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection.